Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See medwatch report # 3004209178-2014-94130.

Event description:
Customer reported she was experiencing high blood glucose in the 400 mg/dl range. Customer reported that she woke up at 6:00 am and her blood glucose was 420 mg/dl, bloused with insulin pump, blood glucose still rising. Customer stated she did a complete set change, she noticed blood in the cannula, and then corrected two more times and blood glucose was still in the 400s. Customer's current blood glucose was 454 mg/dl. Troubleshooting was performed. Customer was advised to disconnect from the device. The drive support cap was normal. No air bubble, gaps, or leaks noted. Insulin gushed out when performing manual prime, changed infusion set and resolved issue. Customer was advised of possible occlusion on the reservoir or infusion set. Cannula was not bent. Device passed high pressure test. Settings were reviewed and were correct. Customer called again with more issues customer was offered a new device. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.